Manufacturer narrative:
Additional information: d9, g3, h3, h6. (B)(4) is a duplicate of (B)(4). The complaint was originally reported under service reference number: (B)(4) and entered as (B)(4). Refer to (B)(4) investigation (see below). The complaint allegation is confirmed. One unpackaged ar-9676 serial/batch number (B)(6) was received for investigation. Functional testing with the returned matting part ar-9597-10, batch 1037622109 found resistance and friction. The visual evaluation revealed grinding marks at the distal and proximal end consistent with signs of friction. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.

Event description:
On 10/18/2024, it was reported by a sales representative via (B)(4) that an ar-9676 drive shaft is stuck inside an ar-9597-20 reamer sleeve. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.